Manufacturer narrative:
Philips service rebooted the system and advised daily/weekly reboots. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro failed due to power input issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.